Event description:
It was reported that following battery replacement the patient had no stimulation. Initially impedance readings were normal. Additional information received reported that plugged in 4-7 and reflected >4000 and <15ua. Initial impedances were 690-1395 post implant. There was no stimulation noted up to 10.5v. The patient was programmed at 210/30/4.0v with 0- and 3+, which were the setting established by therapy management with the patient's previous stimulator. It was reported that during implant the stimulator was not soaked, no excessive fluid was used and the extension was wiped prior to inserting it into the connector block. The next day, the patient was taken back to surgery. The lead/extension was tested with "alligator clips" with good response. Nothing apparent was noted with the stimulator. The stimulator was replaced. The patient had good stimulation following stimulator replacement.